Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the legal manufacturer reported based on the evaluation, it is inferred that the image was no longer displayed due to a failure of the charge-coupled device (ccd) unit. The failure of the ccd unit is considered to be caused by the material deterioration of the ccd sensor due to ultraviolet rays, since about 10 years have passed since the manufacturer. As a result of checking DHR, it was confirmed that there were no manufacturing abnormalities, special adoptions, and variations.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿ no image¿ was confirmed due to a faulty charge-coupled device (ccd). In addition, a cut was noted on the cable. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during an unknown procedure, there was no image observed on the camera head. It is unknown if the intended procedure was completed. There was no patient injury reported.